Event description:
Surgical procedure - craniotomy for resection/debulking of a tumor: scrub tech found a black screw on her surgical field. The screw was isolated, and matched the screws found on the bipolar forceps.